Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The customer troubleshot with product support engineer (pse) over the phone. The customer was advised that the cause of the failure is either the fan or the power management (pm) printed circuit board (pcb). The pse recommended to apply mild mechanical stress to the pm and motor controller (mc) pcbs and to allow the unit to run while monitoring the cooling fan speed. The customer reports back stating they run the ventilator for several hours with no alarms or failure indications. The customer returned the unit back to service. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated a single instance of error (1125) relevant to cooling fan speed error. The customer reported that the issue was found in clinical use, however, there was no patient or user harm.